Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics and motor assembly. Unable to confirm rf pic failed selftest alarm, lost sensor alarm and unable to perform any tests due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had receive rf pic failed selftest. The blood glucose level was 314 mg/dl. Troubleshooting was performed. The product will be returned for analysis.